Manufacturer narrative:
On 7/3/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, additional information was received indicating the patient underwent removal and replacement with mentor memorygel breast implants 300cc, catalog number 3507300mc, serial number (B)(4), lot number 7693206 (r) and serial number (B)(4), lot number 7703757 (l). Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Within crease a tear was noted in the posterior view, measuring approximately 0.15 cm. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 6449520 . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a breast reconstruction revision with a saline mentor smooth round moderate profile 350cc breast implant and experienced deflation and capsular contracture baker grade iii/IV on the left side. As a result, the patient will undergo removal on (B)(6) 2019.